Event description:
Invalid result. Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. She has since thrown the test cassette away and cannot provide a picture. The kit was purchased at walmart.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090027 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3090027 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Called in because she purchased a flowflex kit and no results displayed. No c or t line appeared. She followed the directions exactly and waited 15 minutes. She dispensed the sample into the s well. She has since thrown the test cassette away and cannot provide a picture. The kit was purchased at walmart.